Event description:
Customer admitted to ER, for higher blood glucoses. Unable to obtain any bolus or basal history as the batteries were out of unit too long. No leaks of any kind were detected. Insulin did exit after being manually primed but did not exit after programming. It was noted during subsequent troubleshooting that the driver block did not advance and it slid freely along leadscrew during manual rotation.